Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure performed on (B)(6), 2015. According to the complainant, the male patient was tall and morbidly obese, weighing (B)(6). He was on oxygen, and had several comorbidities include cardiac issues and sleep apnea. The patient was advised to have a pacer/ICD but declined since he knew it would be a contraindication to bt therapy. On (B)(6), 2015 the patient underwent his third bronchial thermoplasty treatment under general anesthesia . No issues were noted with the device. During the third procedure, after completing the upper lobes, the physician treated the areas in the lll that were not treated during the second procedure. Immediately after extubation, the patient was short of breath and visibly struggling to breath. The patient was re-intubated, ventilated, and was sent to the ICU. Following the procedure, the physician was informed by the patient¿s fiancé that he was having increased heart symptoms and feeling palpitations the week before the bt. The physician stated that he would not have performed the procedure if this information was provided prior to the procedure. The patient was in the ICU and on the ventilator for 4 days and experienced the following issues: ejection fraction of ~26%, cardioversion for arrhythmia, ventilator related pneumonia, mild sepsis, chronic constipation, bowel ileus, hypotension requiring 4 pressers and dialysis. On (B)(6), 2015, the patient expired. The physician reported that the autopsy results showed that the patient's cause of death was cardiovascular disease, and that the bt was not related to the cause of death.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.